Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitants: 164-12-11 - novation element ro x/o sz 11, 2987162; 170-36-00 - biolox delta femoral head 36mm od, +0mm, 2933850; 186-01-52 - integrip cc, cluster 52mm, g2, 3605121. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient's condition.

Event description:
It was reported via a legal notification that a female patient, initial left hip implanted on (B)(6) 2014, underwent a revision procedure on (B)(6) 2020, approximately 5 years 6 months post the initial implant procedure as over the ensuing years, the plaintiff began to suffer from symptoms associated with excessive wear of the gxl, including pain and lack of mobility. The revision surgery was necessary due to a failure of plaintiff¿s gxl liner. The liner was replaced. No other information.